Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer gave access to more drugs than requested. The customer reported that the issue occurred when opening the drawer. While it remained accessible, it did not function correctly. Care was not delayed, though users had to manually count medications. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer gave access to more drugs than were requested. A field service engineer logged into the hardware test application and opened all mini drawers. The station was turned off, and the back was opened. Drawer/pocket 1.3 was identified as problematic. The drawer and engine were removed and cleaned. The engine from pocket 3 was exchanged with pocket 12. The unit was reassembled, the station was turned on, and hta was used to retest all drawers. Drawer 1 passed the test, and results were saved to the d-drive. After a reboot, the customer logged in and successfully inventoried meds in drawer 1.3. The system functioned as intended after the field service engineer repaired the device.